Manufacturer narrative:
This report was originally filed on june 22, 2017. However, due to an issue with the initial reporter phone number, the submission failed. The phone number has been corrected and the report will be re-filed. PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). During follow-up communication with the customer, livanova (B)(4) learned that the device was placed inside the operating room during use and that the customer has performed the cleaning and disinfection procedure according to the instructions for use (IFU). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the heater-cooler system was found to be contaminated with mycobacterium chimaera. There is no known patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The customer reported that there are no known patient infections related to this issue and that they plan to return the device for deep disinfection. Corrective actions are in progress for this type of issue.